Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive review. The root cause for ua07 error was due to defective load cells as a result of damage sustained by user mishandling or due to normal wear and tear of the device. Upon visual inspection, noticed a hole on the load plate cover and short black cover was damaged. These observation are not related to the reported event. The probable cause for the observed physical damage could be due to normal wear and tear or could be due to user mishandling. The autopulse platform was manufactured in 22 september 2015 and passed 4 years old. During archive data review, multiple ua 07 error messages were observed on the reported event date. The initial functional testing of the ap platform could not be performed due to ua 07 error message displayed upon powering on. A load cell characterization check was performed and identified both load cells were damaged. After replacing the load plate cover, short black cover and load cells, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The crew was unable to clear the advisory. No patient involvement.